Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that some passive markers positions were not recognized, so it was replaced with a spare of the same model and showed no problems after replaced. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) g2: this event occurred in japan, see section e. H3, h6: the returned spheres were analyzed. They had a scuffed, uneven appearance and displayed a high geometry error when attached to a known good probe. Codes b01, c07, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.